Event description:
It was reported that during a therapeutic turp procedure the center of the distal portion of this resection device melted away. Subsequently about four fragments of the plastic distal end of the resectoscope, a few millimeters each in length, detached and were all successfully retrieved from the bladder with a flexible grasper. The dr thought the fragments may have detached after contact with the melted resection device. There was no part of the resection device that detached. The case was completed successfully with no pt complications with a different brand of resectoscope and resection device.